Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, during the pre-test of the device, it was noted that the hemopro 2 device would not activate. After careful checking of the connections and trial of a replacement vh-4000, it was decided to try exchanging the hemopro 2 extension cable. Once this was completed and a pre-test was performed, the device activated properly and the case was successfully completed without incident. The hospital did not report any pt effects. Power setting was 3. Pre-test on wet gauze was performed. The reporter indicated that the harvester is very experienced. The number of sterilization cycles is unk. Maquet cardiovascular anticipates return of the product in question.